Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 10 feb 2020 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 2760 units released. Lot expiry date: 31-dec-18. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial...

Event description:
The patient underwent a right total knee arthroplasty on (B)(6) 2017 secondary to pain and osteoarthritis. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. The patient underwent a revision on the right knee on (B)(6) 2019 secondary to pain and suspected loosening. Intraoperatively, the surgeon discovered synovitis; confirmed the tibial tray was loose at the cement to implant interface; and discovered the femur appeared to be oversized with some overhang and was loose at the cement to implant interface. There were no intraoperative complications noted. Pmh: osteoarthritis, right knee. Doi: (B)(6) 2017. Dor: (B)(6) 2019 (right knee).